Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI #: (B)(4). Note: manufacturer contacted customer (few attempts) in a follow-up call to ensure that the initial concern is resolved - unable to establish contact at this time, however customer was using the replacement products, but still getting high blood readings and he is not sure why. He bought new strips for his other meter and it is reading well within his fasting blood glucose range, but his meter is always reading high blood values and he does not want to use the meter any longer. He actually just wanted to return the meter.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 200, 175, 329, 254 and 260 mg/dl. The customer's expected fasting blood glucose test result range is 125 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the living area. The test strip lot manufacturer's expiration date is 08/27/2020 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: (B)(6).